Event description:
It was reported the pt underwent a procedure (date unk) to address spondyloptosis, utilizing the s-lok pedicle screw system. It was identified during a post-operative follow-up (date unk) that two 6.5mm x 50mm pedicle screws appear to be fractured. The pt is not experiencing pain. Revision surgery is not planned at this time.

Manufacturer narrative:
This event involves two (2) fractured screws. Info provided identified screw size, the part number and lot number was not identified. Only one report is being filed to include both screws. Without specific part/lot identification, MFR history review and lot specific complaint history review are not possible. Review of complaint history for the slp/slc/xxxx family of s-lok pedicle screws did not identify a trend for reports of this nature. Root cause of reported fracture could not be determined.